Event description:
Per the clinic, the device was explanted on (B)(6) 2026 due to device non-use and in order for the patient to undergo mris for other medical issues. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report.